Event description:
It was reported that a ventilator was noisy during patient use. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).